Manufacturer narrative:
Product ID: 8703, lot# j93117876, product type: catheter. (B)(4).

Event description:
It was reported that in 1996 or 1998, the healthcare provider (hcp) dumped all the medication from the pump into the patient¿s system within an hour, which resulted in numbness from the lungs down. It was unknown what the pump was used to deliver at the time of the event (device implant query lists the drug as morphine). No patient outcome or interventions were reported regarding the event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.